Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre b.v.). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6). As per complaint description, irrigation turned off and it was not informed by the unit. This would have had serious impact to patient if surgeon did not notice the unit and hence this complaint is concluded as reportable. The harm was a possible hypotony. No information reviewed suggests that this patient was harmed. All available information has been disclosed. This complaint has now been closed.

Event description:
Complaint: irrigation spontaneously switches off, no verbal announcement from eva. Irrigation icon turns statis (no fading effect), text: "irrigation off" is shown.